Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels. Customer stated that it started after a reservoir and set change. Customer stated that they noticed some insulin had leaked into the reservoir compartment. Customer was able to dry the moisture. Customer was unsure of where the leak came from and did not keep the reservoir or set. Pump passed the self test. Customer was advised to monitor the pump. No further assistance needed.